Manufacturer narrative:
Additional information was received from the field representative that this lead will not be returned for analysis as it was inadvertently discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time no further information is available and our investigation is considered complete. This report will be updated if further information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged following the placement of a superior vena cava (svc) port. A lead revision procedure was performed and this lv lead was successfully explanted. A new lv lead was implanted and no additional adverse patient events were noted. A request for the return of the lead has been made.